Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to urethral erosion at the cuff site and the device was not cycling resulting in recurring incontinence. The aus cuff, pump, and reservoir was explanted and not replaced in (B)(6) 2020. On (B)(6) 2021 a new aus cuff, pump, and balloon was implanted. The patient fully recovered following the procedure.